Event description:
Patient presented to the physician, post-implant procedure, with redness, swelling, and purulent discharge at the chest incision site. An infection was determined, and the physician prescribed antibiotics. Patient presented back to the physician with wound dehiscence at the chest incision, and with continued discharge and infection. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.